Event description:
Consumer called to report comparing test results from their meter against a lab reading and getting very different results. Analysis run on clark error grid using lab reading (59) as ref.point vs. Bd readings of 120 uielded data points in the d zone of the grid, outside of acceptable terms.